Event description:
It was reported that the patient was trying to recharge and they did not know if they were doing it right. It was noted that there was a coupling problem. The patient was reportedly charging from 0-25% and none of the coupling bars were black. The patient had no bandages and they had tried it on the skin and over clothing. The patient was asked if they had the antenna an inch below the incision and the patient responded that they had the antenna over the implant but they did not know where the incision was. The patient reportedly was going to see their health care provider (hcp) on (B)(6) 2014. It was noted that the patient had clearance from their hcp to charge. It was further noted that the patient did not know if they charged correctly the sunday prior to the call but that they just noticed this issue today when the implantable neurostimulator (ins) shut off. The patient also reportedly did use the belt. The patient removed clothing layers and got 4 coupling bars. The patient stated that they had the antenna an inch below the incision and the antenna on the skin and they were going to sit and charger the ins at that time. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) ¿ the initial MDR was filed as MFR. Report # 3007566237-2014-01804, (B)(4).

Event description:
Additional information received reported that the patient was doing well and stimulation was helping them. It was also noted that the patient did not know the serial number of their device.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).